Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent an ankle fixation surgical procedure with injectable demineralized bone matrix and screw fixation. The patient appeared to have an allergic reaction to either the metal or the dbm. The hardware was removed one year post-op. Patient continued to have ankle pain and swelling 5 years post-op.